Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the samples. Analysis of the samples showed the catheter broken on the first sample. The point of breakage had jagged edges and stress marks. A v cut was observed near the breakage point. No damage or defects were observed on the second sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. From the returned sample, it was observed that the catheter tubing broke off into 2 fragments from the nose of the adapter. One of the fragments of tubing had a v-cut, near the edge of the break point. This suggests that the pierce through the catheter occurred first, then later the sample was pulled, causing the final breakage. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product is manipulated, or during needle cover removal if not done carefully. The root cause for the leak was unable to be identified, as no leakage was detected on the returned sample.

Event description:
Infliximab dose 1 IV inserted by rn, two attempts. On completion of infusion some pain and bleeding at site. As per protocol needed two hours observation, IV blood withdrew and flushed, appeared patent, no further pain. Two hours later on discharge all obs stable, IV removed. When removing cannula, it appeared to still be intact, upon pulling the cannula out a "suction" sound was heard and felt, and it was observed that part of the cannula tip was missing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.